Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the surgery started at 19:05 and ended 00:05 for a total time of 300 minutes. Preoperative diagnosis: 1. Multiple intracranial aneurysms with subarachnoid hemorrhage (h-h grade 2)) 1.2. Recurrence of right posterior communicating artery aneurysm after embolization; 1.3. Anterior communicating artery aneurysm; 2. Hypertension. Postoperative diagnosis: 1. Multiple intracranial aneurysms with subarachnoid hemorrhage (h-h grade 2) 1.2. Recurrence of right posterior communicating artery aneurysm after embolization; 1.3. Anterior communicating artery aneurysm; 1.4 multiple aneurysms of the c3-c4 segment of the right internal carotid artery 1.5 aneurysm of the m2 segment of the right middle cerebral artery; 2. Hypertension 3. Multiple cerebral arteriosclerosis and stenosis. Operation process: supine position, routine disinfection and draping, right femoral artery puncture, insertion of 5f arterial sheath, 5f angiography catheter, 0.035 angiography guidewire, and selection of right common carotid artery angiography. Plaque with mild stenosis was found at the beginning of the right internal carotid artery, and two aneurysms in the c3-c4 segment of the right internal carotid artery, with sizes of 2.6*2.4mm 2.0*2.3mm respectively; recurrence of the right posterior communicating artery aneurysm after embolization, with irregular shape and daughter capsules, with an overall size of approximately 7.2*5.5mm, distal daughter capsule of approximately 4.1*4.2mm, and aneurysm neck of approximately 3.8mm; right embryonic posterior cerebral artery; aneurysm at the beginning of the lower trunk of the right middle cerebral artery m2, approximately 1.0*1.5mm; no visualization was seen in the a1 segment of the right anterior cerebral artery, and the rest showed multiple cerebral arteriosclerosis and irregular lumens. Angiography of the left common carotid artery showed plaques with mild stenosis at the origin of the left internal carotid artery, sclerosis of the c4-c7 segment with irregular lumen and mild stenosis. The a1 segment of the left anterior cerebral artery supplied bilateral a2. An aneurysm was found in the anterior communicating artery with irregular shape and 3-4 subsacs. The overall size was about 2.9*6.4mm, and the neck of the aneurysm was 4.3mm. There were multiple beaded sclerosis and moderate stenosis in the left middle cerebral artery. The cause of the non-detachment was not determined. It was noted that there were multiple failed attempts to detach the coil using the instant detacher and manual method. Prior to coil non-detachment, there were no issues encountered. It was unknown if there was any pushwire damage observed after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil was unable to detach. It was reported non-detachment occurred. The physician did attempt to use another instant detacher. There was a manual attempt at detachment via hypotube. There was no issue with the instant detacher. It was noted the patient's blood flow was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: device received. Analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the patient was successfully treated with no postoperative problems.

Manufacturer narrative:
H3: product analysis as found condition- the axium prime device was returned within shipping box; within an unsealed plastic biohazard pouch; within an opened axium prime inner pouch and within a dispenser coil. The two instant detachers used during the event were not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. No evidence of detachment attempts was found at this location. The pusher was found broken at the break indicator with the two segments retained by the release wire, indicative of a manual detachment attempt. The pusher was found bent at ~1.4cm from the distal end. The coin was found fully retracted out of the lumen stop. The shield coil was found stretched and entangled with the implant coil. The implant coil was found stretched. Testing/analysis ¿ the shield coil and implant coil became further stretched when attempting to separate the already detached implant coil. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. The cause of the non-detachment was found to be due to the damaged shield coil entangling with the proximal implant coil, leading to the implant coil not fully detaching. Possible causes for shield coil damage include, but not limited to, lack of hydration before procedure, continuous flush not performed during procedure (or insufficient continuous flush), tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances/retracts the coil against resistance or incompatible catheter. The instant detachers used in the event was not returned. Therefore, any contribution of the instant detachers towards the non-detachment and conformance to specification could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.